Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was due to the latches on the trunk cable connector being broken, creating an insecure connection with the monitor. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.